Manufacturer narrative:
A specific root cause could not be identified. Based on the calibration and qc data provided, a general reagent issue could be excluded. The most probable root cause appeared to be issues with the pre-analytic handling of the samples as multiple aspiration alarms, indicating either clot or inadequate sample volume were present in the provided analyzer alarm trace. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. The customer was not using the mandatory sample tube rack adapters.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for six patient samples. Refer to the attachment to the medwatch for all patient data. The repeat results were believed to be correct and were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 220841. The expiration date was requested but was not provided.